Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00462. It was reported that the patient had an infection at the lead site. Surgical intervention took place where the leads were explanted to address the issue. There were no complications during the procedure and the issue has been resolved following the surgical intervention.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.